Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing was noted to be leaking around the filter or possibly the filter being cracked,

Manufacturer narrative:
Correction: (e) FDA notified? Yes. Additional information: (h) attached medsun; added report number. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
Pr 13596406 follow up report for correction. This complaint has been determined to not be a bd device.

Event description:
This complaint has been determined to not be a bd device.